Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pacing impedance on the right ventricular lead rose continuously until the impedance was high/undefined. The threshold was also noted to be high. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the lead was returned with the helix stretched and tissue visible on helix. The lead removal wire was received in lead, and it was difficult to remove. Destructive analysis was performed, then removed the wire from lead, and completed electrical testing. The lead resistance and continuity test results were passed. No conductor fracture or insulation breach in vivo was observed. If information is provided in the future, a supplemental report will be issued.